Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument had a broken thread.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The lot number is unknown; therefore the device history records could not be reviewed. No devices were received; however, a photograph of the device was received showing that the impactor head (subcomponent 1) had fractured at the threads. This device is used for treatment. Surgical notes were not provided; it is unknown whether the surgical technique was followed. Per the instrument/provisional use and care package insert, instruments should carefully be inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments subject to high loads or impactions. A definitive root cause cannot be determined with the information provided.